Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This pacemaker was part of the system explant due to infection and sepsis. A surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.